Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, in the same month as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (dose, frequency and route not reported). One week after the initial receipt date of this report, the patient was recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.